Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient was placed on impella cp due to ventricular tachycardia. While attempting to place the impella, the pump was unable to be delivered via radiofrequency catheter ablation, so it was placed via lateral circumflex femoral artery.